Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the called to report in (B)(6) of 2018, the patient experienced short of breath and noted the third lead was dislodged. The patient not ¿had it fixed with another surgery.¿ follow up was conducted at the patient's clinic. The nurse noted, there was no record of patient having lead revision in (B)(6) 2018. The lead remains in use. No further patient complications have been reported as a result of this event.